Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a button error alarm on their insulin pump. The customer mentioned that before the button error alarm was present, she was trying to fill the tubing when the insulin was dripping out of the cannula before she released the act button. Customer was advised that there might be a blockage with the reservoir and infusion set, and that we would like to get them back for analysis. The customer explained that she received them from someone who was no longer using them. Customer was advised of the legality behind receiving the product that way, and with them being expired, we could not guarantee their functionality. Customer was advised that as a courtesy, some supplies would be sent out, due to her shortage.